Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined as the instrument was discarded by the site and is not available for evaluation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the procedure log showed the sureform 60 stapler instrument (part #480460-09 / lot #l92210309-0316) was used on (B)(6) 2021 during a gastric bypass procedure on system (B)(4). The log showed the sureform 60 stapler instrument fired 7 sureform 60 reloads with 5 uses remaining. A review of the system and instrument logs for the procedure date of (B)(6) 2021 has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. The log review supported the customer claim that there was no product issue during the case. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: monopolar curved scissors, and site reviews have shown that no complaints were filed against the instrument. The logs were reviewed by an intuitive surgical inc. (Isi) advanced failure analysis (afa) engineer and the following findings were obtained: logs show that pn 480460-09, lot l92210309-0316 fired qty 7 reloads (5 blue followed by 2 white). All firings were completed per the logs. Firings #2, #6, and #7 had 1 pause for compression, the other firings had no pauses. There were no incomplete clamps by this instrument. A video sent by the customer was reviewed by the clinical development engineering (cde) team and the following findings were observed: the video showed minor bleeding coming from the staple line following a fire. The bleeding visually obscured the staple line and transection line. The video concludes with suture being placed to reinforce the staple line. The observer was not able to visually confirm the reported ¿loose staples that were stuck at the end of the jaws of the stapler¿, as the stapler has already been removed by the time the video starts. However, in previous video reviews, it was observed that insufficient cleaning of the jaws between fires can cause loose staples to obstruct the knife path and be stuck at the distal end, similar to the described event. This complaint is reportable due to the following: the intuitive surgical sureform 60, sureform 60 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). During the second fire (with a blue reload) of a da vinci-assisted gastric bypass (roux en-y) surgical procedure, the sureform 60 stapler instrument fired as normal. Upon unclamping the stapler, some loose staples that were stuck at the end of the jaws of the stapler got stuck on the stomach causing a tear in the stomach tissue. The surgeon had to suture the stomach tissue which had the tear. The system log review did not show any events that would suggest a product issue. Log review by an isi afa engineer revealed that all firings were completed per the logs and there were no incomplete clamps. Firing #2, #6 and #7 had 1 pause for compression. Video sent by the customer showed bleeding from the staple line and surgeon suturing the tear. While it was reported that the surgeon placed sutures to address unapproximated tissue, the described intervention does not meet the criteria of a serious injury. Per wi 1003692, guideline to potentially reportable complaints, placement of a clip, suture, staple, or other intervention to approximate unapproximated tissue application of staples on non-vascular tissues is not considered ¿medical intervention to preclude permanent impairment¿. However, based on the information provided this complaint is considered a reportable malfunction due to the following conclusion: it was alleged that a staple became stuck to the reload cartridge after firing with unknown cause. Medical intervention may be required in the event that the staple(s) cannot be released from the target tissue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument was firing as normal, but the surgeon felt that the staples caused a tear in the tissue. The procedure was completed with no reported injury. On 02-jul-2021, intuitive surgical, inc.(isi) obtained the following additional information regarding the reported event: the sureform 60 stapler instrument and sureform 60 blue reload were reportedly inspected prior to use, and no issues were noted. The issue occurred at the second firing of the sureform 60 stapler instrument. The surgeon was attempting to staple stomach tissue at the time of the event. The surgeon chose the sureform 60 blue reload due to tissue thickness. There were no errors/messages when the issue occurred. Prior to firing the sureform 60 stapler instrument, the surgeon did not experience any clamping issues, nor any obstructions between the jaws of the sureform 60 stapler instrument. There was no buttress material used. There were no malformed staples. The tissue was not calcified. There was no tissue tension/bunching. No staples/fragment(s) were dropped inside the patient. There was no partial stapling observed by the surgeon. The surgeon stated that at the end of the firing, he noticed there were some staples still stuck at the end of the jaws of the sureform 60 stapler instrument. The surgeon reported that the tissue was "ruptured", and he had to suture the tissue close. The surgeon confirmed the procedure was completed robotically with no patient harm. The surgeon also reported that the sureform 60 stapler instrument and sureform 60 blue reload were left on the table for the csa. There are no photographic images of the device(s) or a video recording of the procedure. No patient-related information was available. On 08-jul-2021, isi followed up with the robotic coordinator, who assisted during the procedure and obtained the following additional information: there was some loose staples stuck in the jaw of the stapler which tore the stomach tissue when the stapler was unclamped. The surgeon sutured the tear and there were no other issues during the procedure. There was no hole in the staple line seen, no tissue push by the stapler. It is unknown if there were any staples retained in the reload pocket. There was no additional excision of tissue due to the stapler issue. The same stapler was used to complete the procedure. Demographic information/medical history and relevant investigation was asked but was not provided. On 08-jul-2021, isi followed up with the clinical sales representative (csr), who was not present during the procedure but was informed by the surgeon, and obtained the following information: the reload was stuck on the stomach tissue after firing and caused a tear in the remnant part of the stomach. The tear was repaired with sutures and the same stapler was used to complete the procedure. There were no pauses for compression/clamping issue/errors from the system. There was no tissue pushout. He is unsure if there were retained staples in the reload pockets. The stapler and reload were discarded by the site.